Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject da-321 device [(B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed the following: - the threads of the headcap and head were not abraded. - there were contact marks on the headcap and cartridge. - the bearings in the cartridge were slightly soiled. - there were scratch marks on the shank of the bur returned together with the handpiece. C) nakanishi mounted a new cartridge to the head of the handpiece and rotated the handpiece under no load and cut a melamine plate while rotating the handpiece to check whether or not the headcap would loosen. The reported loosening of the headcap was not replicated in the device evaluation. D) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) although nakanishi could not replicate the reported event, nakanishi considers the possibility from similar event that nsk has experienced in the past, the combination of repetitive cutting vibration caused by long-term use together with increased vibration from foreign materials in the bearings and strong impact due to some external stress on the device could result in the reported head loosening/separation. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Event description:
On march 18, 2025, nakanishi received a phone call from a distributor about a malfunction of an nsk handpiece. The details nakanishi obtained are as follows: the event occurred on february 25, 2025. A dentist was performing an inlay removal procedure on the second molar tooth of a patient's upper left jaw using the da-321 handpiece (serial no. (B)(6)). The patient was under infiltration anesthesia. During the procedure, the headcap of the handpiece came off suddenly, and some internal parts landed in the patient's mouth. The patient was not injured in the event.

Manufacturer narrative:
This event occurred in japan, but similar products are marketed in the us under k113655. The dentist refused to provide the patient's gender.